Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was found bent in the sleevehead and would not extend at time of analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the helix on the lead would not fully deploy. The physician removed the lead and replaced it with another lead. However, the helix on this second lead would not deploy in the body or on the table after it was removed. A third lead was then able to be implanted. No patient complications have been reported as a result of this event.